Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens(iol) was implanted into the patient's right eye, and patient was not happy with the vision due to not getting distance and wanted to go with a different lens. The issue was identified during post-op with the date of first symptoms being on (B)(6) 2024. There was no patient injury and no visual issues reported. From additional information, it was learnt that the lens was removed and replaced with dib00 +21.5 diopter intraocular lens. There was no capsular tear. The patient is doing great, and happy with the results post-op. No further information is available.